Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose was 400 mg/dl. Customer stated that the device alarm after battery change. The customer has not received multiple battery out limit alarms when batteries are out of the pump for less than one minute. The customer doesn't have a new battery to test the device. The customer was advised to purchase and call back to test. The customer was assisted with turning off the block feature on the pump. The customer was also advised what the bolus wizard is.